Manufacturer narrative:
This report is filed on june 28, 2017.

Manufacturer narrative:
This report is submitted on june 07, 2017.

Event description:
Per the clinic, the patient experienced granulation tissue at the implant site. The patient was treated with oral and topical antibiotics (date not reported); however, the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017.